Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after an unspecified procedure, arteriotomy closure of an unspecified vessel was attempted using a starclose se device. Reportedly, the device failed during use. Although hemostasis was subsequently achieved, the method used was not specified. It was not specified if the operator was trained in the use of the starclose se device. There were no reported adverse patient sequelae. No additional information was provided.